Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced intermittent biometric identifier (bio ID) login issues. The field service engineer (fse) replaced the docking board and hard drive cable and attempted hard drive cloning using two replacement drives, but cloning was unsuccessful. Upon discovering the crimped power cable to the hard drive, fse determined additional parts were required. A follow-up visit was planned to replace the damaged power cable and hard drive to complete the repair and fully resolve the issue. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station screen frozen and screen had message to enter password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.